Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring of the insulin pump to be damaged. The customer¿s blood glucose level was 375 mg/dl at the time of the incident and current blood glucose was 129 mg/dl. Customer was treated with manual injection and they declined to troubleshooting for high blood glucose value. Customer states that the reservoir lip ring of the pump to be damaged. Customer states that reservoir unable to lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.